Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Review of actual device¿s manufacturing history found no evidence of product nonconformance. A sample of unreleased devices revealed that some nails had malpositioned top/proximal holes. The sample nails still targeted appropriately when alignment was attempted; however, over-tightening the nails to the jig bolt resulted in misalignment. The most likely root cause of the event is the manufacturing nonconformance; however, over-tightening is also a contributing factor.

Event description:
During a tibial nailing procedure, the jig would not align the transverse screws properly. The procedure was completed free-hand.